Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting low readings across two devices. The reported readings were 13, 15 and 16 mg/dl respectively, no comparison to other methods were made. No quality controls were run by the customer and no patient impact was reported.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potential pose a safety risk if it were to reoccur. If further information is obtained from the investigation a follow-up report will be submitted.